Event description:
It was reported that vassallo gt .014 floppy (the product) was used in a case of a lesion in the superficial femoral artery with moderate calcification, moderate tortuosity and occlusion rate was 70% to less than 100%. The polymer jacket and/or hydrophilic coating of the products peeled off during the procedure, reducing operability. The procedure was completed using another product of the same type of the product and there were no health hazard on the patient.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 [manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1423fl0,vgw1430fl0) over the past three years showed that the number of events of polymer jacket peeling was small and did not show an increasing trend. [Returned product investigation] since the product was already discarded in the user facility, the product was not available for the investigation. Based on the information obtained, it was presumed that when the product was being operated with a penetration device (asahi corsair pv) in an sfa lesion with moderate calcification and moderate tortuosity, the polymer jacket of the product has been damaged and detached due to strong contact with the combined device or the hardened lesion. However, the product has not been returned, and additional information has not been received yet from the distributor regarding the details of when the peeling occurred, and the specific cause of the occurrence has not yet been identified. As a result of above investigation, although it was concluded that this event was not attributable to product quality but to the procedure, we cannot completely rule out the possibility that detached pieces were left behind in the patient's body. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating) after receiving additional information, filmecc is going to submit follow-up report about investigation result.

Manufacturer narrative:
After submittig the initial report, filmecc received the information on december 22nd from the distributor that it was impossible to get any additional information such as detailed information when polymer jacket peeling occured. This is a follow-up report to conclude the incident. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1423fl0,vgw1430fl0) over the past three years showed that the number of events of polymer jacket peeling was small and did not show an increasing trend. [Returned product investigation] since the product was already discarded in the user facility, the product was not available for the investigation. Based on the information obtained, it was presumed that when the product was being operated with a penetration device (asahi corsair pv) in an sfa lesion with moderate calcification and moderate tortuosity, the polymer jacket of the product has been damaged and detached due to strong contact with the combined device or the hardened lesion.however, specific causes of the event was not determined because returing product was not available and it was impossible to get any additional information from the distributor. As a result of above investigation, although it was concluded that this event was not attributable to product quality but to the procedure, we cannot completely rule out the possibility that detached pieces were left behind in the patient's body. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel.. [Malfunction and adverse effects]. Possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating).